Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined in this incident. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of mitral stenosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip (80914u270) referenced is being filed under separate medwatch report.

Event description:
This is filed to report the mean gradient pressure increase. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (80914u270) was implanted, reducing mr to 2. On (B)(6) 2019, the patient underwent a watchman procedure and it was noted that mr grade was 4. On (B)(6) 2019, a second mitraclip procedure was performed for treatment of the mr. It was found that the previously implanted clip had detached from both leaflets and embolized to the left common femoral artery. One clip (81024u154) was implanted without issue, reducing mr to 2; however, the pressure gradient was 8 mmhg. On (B)(6) 2019, the patient underwent a surgical procedure to remove the embolized clip. It was confirmed that the patient was in stable condition. No additional information was provided.